Event description:
Boston scientific received information that this lead was exhibiting intermittent capture at maximum device outputs. The lead was found to have dislodged. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be updated if additional information is received.